Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display, scratches on the screen due to which could not see the screen very well and insulin was squirting out of cannula. The customer's blood glucose was unknown at the time of incident. Customer also rejects new batteries during replacement. The insulin pump will not be returned for analysis.